Event description:
It was reported that over the course of two days, this patient received twenty shocks due to multiple episodes of ventricular arrhythmias from this subcutaneous implantable defibrillator (s-ICD) system. While most of the shocks were effective, some of the shocks were ineffective and altered the arrhythmia morphology. The patient was hospitalized. Prior to this event, diagnostic imaging had been performed which showed appropriate s-ICD system placement. However, at the hospital, the most recent x-ray taken at the hospital showed abnormal system placement while the patient was laying down. Boston scientific technical services (ts) was contacted and clarified that the two x-rays were in different positions. It was recommended to perform a computed tomography (CT) scan to completely assess system placement. Additionally, programming recommendations were provided to modify the shock zone cutoff and post shock pacing settings to allow for more effective shock delivery. At this time, the s-ICD system remains implanted and no additional adverse effects were reported.